Manufacturer narrative:
Device passed displacement test. Device received with minor scratches on display window noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had yellow line on the screen. The customer¿s blood glucose value was unknown. Customer states the scratch was on the lcd screen. The extent of the scratch was in on the inside of the screen. Customer states they can not read the display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.